Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since their implantable pulse generator (ipg) was implanted they can "barely do anything" and they are "so cold". The patient also experienced syncope, fatigue, chest pains, palpitations, orthopnea and shortness of breath. The ipg remains in use. No further patient complications have been reported as a result of this event.